Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side "I spent almost 10yrs deathly ill." Additionally patient reported capsular contracture baker grade unknown, swelling of neck, nodules on thyroid, and device caused patients illness. Device has been explanted.

Event description:
Patient reported right side capsular contracture baker grade unknown. Additionally patient reported "swelling of neck, nodules on thyroid, and device caused patients illness" and ¿I spent almost 10 years deathly ill¿. These events are not device related. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.